Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the electrode test results from (B)(6) 2020, the right ventricular pacing impedance was recorded at greater than 3000 ohms and the right ventricular sensing amplitude was recorded at 13 mv, as indicated in the complaint. In the provided iegm episodes artifacts were visible in the right ventricular channel as well as inappropriate atp-therapies, ICD chargings and shocks, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 94 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
Implant date was corrected. This lead was explanted on (B)(6) 2020. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the electrode test results from (B)(6) 2020, the right ventricular pacing impedance was recorded greater than 3000 ohms and the right ventricular sensing amplitude was recorded at 13mv, as indicated in the complaint. In the provided iegm episodes artifacts were visible in the right ventricular channel as well as inappropriate atp-therapies, ICD charging's and shocks, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Implant date was corrected. This lead was explanted on (B)(6) 2020. An incorrect version of the manufacturers analysis was submitted with fu2. The correct analysis is now attached. Upon receipt the lead was found cut 12cm distal to the is-1 connector pin. A 12cm long proximal and a 50cm long distal lead fragment were returned. An approximately 4cm long medial part was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In addition, several parts of the distal lead fragment were found covered in calcified tissue. 13 cm proximal to the lead tip the cable leading to the ring electrode was found fractured. This damage is assumed to be the root cause for the observed out of range pacing impedance and oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed that the lead was significantly ingrown which may have affected the leads motion. Further damages like the deformed rv shock coil, the fractured cable leading to the shock coil as well as the between 13 and 15 proximal to the lead tip ruptured conductor coil and the at this position exposed conductor coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.